Event description:
A consumer reported she is experiencing "blurry vision, eye discomfort, a feeling as if something is in her eye, trouble focusing and slight burning" following intraocular lens (iol) implant surgery. She reported a suture is sticking out and she has to wear glasses in order to see clearly. In a follow-up phone call with the surgeon, she reported the pt has a lot of corneal issues which he discussed with the consumer prior to surgery and told her she may have some problems following the procedure. He reported this outcome was expected and the iol did not cause or contribute to the event. In a follow-up phone call, the consumer reported her vision is still blurry and is "just terrible". She stated she was "unable to work for two months due to her blurred vision which has affected her emotionally". She stated she is now seeing another surgeon who performed a yag laser procedure which improved her vision. She reported she now needs three pairs of glasses for distance, the computer and reading. The consumer did not provide contact info for the second surgeon; therefore, follow-up for that provider could not be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by fax, phone and mail. Add'l info was received in a follow-up phone call on (B)(6) 2011. The consumer did not provide contact info for the second surgeon; therefore, follow-up could not be conducted. A completed questionnaire has not been received. (B)(4).